Manufacturer narrative:
Sections d9 and h4 were updated. The reported complaint that the nxt li-ion battery (sn (B)(6)) did not hold a charge and drained after about 22 minutes of use was not confirmed during functional testing or archive data review. No device malfunction was observed during testing, and the battery functioned as intended. Upon receipt, the status leds of the battery showed three steady green lights upon receipt, indicating that the battery was up to 75% charged. No errors were found in the battery archive. The nxt battery passed charging in a known-good nxt charger, and the status leds on the battery showed four steady green lights after the successful charging attempt. The battery was tested with a known-good autopulse nxt platform and successfully powered the platform for an entire 34-minute run. The customer's complaint could not be replicated.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released zoll has not received the autopulse nxt lithium-ion battery in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. According to multiple studies, out-of-hospital cardiac arrest (ohca) is considered one of the leading causes of death in industrialized nations, with a significant number of deaths occurring outside of a hospital setting, making it a major public health concern; this information is supported by research from the cdc, studies on global mortality rates, and data from various cardiac arrest registries. Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.

Event description:
The customer reported that the nxt li-ion battery (B)(6) was not holding a charge and drained after about 22 minutes of use during a patient call. The crew confirmed that the battery was fully charged during the morning equipment check on the day of the incident. No abnormal sounds or operational issues were observed with the nxt platform during use. Manual CPR was performed throughout transport to the hospital. Return of spontaneous circulation (rosc) was achieved upon arrival. The patient was taken to the catheterization lab, where an impella device was placed. The patient passed away following the procedure. No additional details about the cardiac arrest event were provided, and the customer did not clarify the connection between the patient's death and the alleged device malfunction. Zoll's medical safety assessment (msa) team evaluated the incident and concluded that the death was not related to the autopulse nxt device.